Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After the guide wire crossed the lesion, plain old balloon angioplasty was performed. A 7x80mm innova stent was then placed. A 6.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for post dilation. However, during the first inflation at 6 atmospheres for 8 seconds, the balloon ruptured. The procedure was completed with a 6mmx40mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.